Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient was admitted (B)(6) 2017 to (B)(6) 2018 with a driveline infection and purulent drainage from driveline after multiple controller drops. On (B)(6)2017 the patient experienced incision and drainage of driveline with a wound vac placement. The following week on (B)(6) 2017 the patient had incision and drainage of the lvad pocket with a wound vac placement. On (B)(6) 2018 the patient had another incision and drainage of their driveline pocket. Initially the patient was on IV vancomyocin and piperacillin and tazobactam, he was switched to IV ceftriaxone for a culture of wound growing peptostreptococcus magnus.